Manufacturer narrative:
(B)(4). Investigation: a caridianbct service rep did not find any issues with the equipment. All performance tests passed and the equipment was returned to service. The run data file was investigated for this event. No unusual system variable was identified and trima accel operated as intended. A review of the device history records was conducted. No issues were found that were related to this event. The trima accel system includes features to prevent air from being returned to the donor. Root cause: the root cause of this incident is related to donor physiology.

Event description:
The customer reported that 24 hours following a plasma donation, the donor developed chest pain and difficulty breathing. He presented to his local hospital and was diagnosed with bilateral pulmonary emboli and congestive heart failure. He was an inpatient in the hospital for 2 days. He was discharged from the hospital ambulatory on oxygen. As of (B)(6) 2011, the donor is doing fine. Donor unit #: (B)(4). The disposable set is unavailable for return for eval. This report is being filed due to a donor requiring hospitalization.